Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd plastipak¿ 50 ml concentric luer lock syringes experienced defective/damaged stoppers. Product defect was noted during use. The following information was provided by the initial reporter: oval shaped piston end.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes? D.10 returned to manufacturer on: (B)(6)2020. H.6. Investigation summary one sample and one photo was provided to our quality team for investigation. The product was visually inspected and the stopper was verified to be incorrectly assembled, partially detached from the plunger rod. There was no damage or molding defect observed in the plunger rod that could have contributed to the reported incident. A device history review was performed for lot 2001263, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that an unspecified number of bd plastipak¿ 50ml concentric luer lock syringes experienced defective/damaged stoppers. Product defect was noted during use. The following information was provided by the initial reporter: oval shaped piston end.